Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin alarmed motor error while the customer was taking a walk on the beach. They stated that they placed the insulin pump in a zip lock bag. The customer's blood glucose was 175 mg/dl. The customer stated that they had to go to the emergency room in order to obtain a back up plan. Nothing further was reported.